Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had an intermittent power loss. Reportedly, there was a crack in the battery compartment and the battery cap was not able to be secured to the pump. It was noted that when the cap was secured to the pump, a power loss was experienced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: a review of the pump history showed multiple pump reboots. Visual inspection revealed that the battery compartment was cracked at the case seal. There was no damaged observed to the returned battery cap and the battery cap was able to fully secure to the pump. During testing, the pump was exercised for 24 hours with no power interruptions occurring. The pump was opened and no moisture damage or intermittent connections were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.